Event description:
Account states that they got low patient results and gave an example of a patient sample that initially gave a result of 3 mg/dl for glucose and repeated as 92 mg/dl on another analyzer. The incorrect results were not reported. It was determined the st1 probe was clogged and the account repaired the instrument by replacing the probe.